Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -7.5/1.0/125 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was implanted, removed, and replaced intraoperatively, for a shorter lenth lens due to excessive vault the problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk initial duplicate. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -7.5/1.0/125 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was implanted, removed, and replaced intraoperatively, for a shorter lenth lens due to excessive vault the problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
Claim# (B)(4).